Event description:
A charge nurse at a dialysis center stated a pt that was being treated would not wake up and could not be aroused. They reportedly obtained a reading of 153mg/dl on the facility's adc meter. The nurse stated the pt lost consciousness, paramedics were called to the facility and a blood glucose result of 18mg/dl was obtained on the hcp meter. The customer was transported to a health care facility and the nurse did not know the outcome, diagnosis or treatment performed for the pt after they left their facility. Attempts were made to follow-up with the rn to clarify pt outcome. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been received from the facility and an investigation is in process. A final report will be submitted when the investigation is complete.